Event description:
Devilbiss healthcare received a complaint of "won't power on" involving a devilbiss suction device. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The unit was returned to devilbiss for evaluation. The root cause of the failure mode was back-suction of evacuated contents into the unit, rendering it unrepairable. This condition is the result of failing to operate the device as intended.